Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device, and no patient complications or injuries were reported.